Event description:
Ous MDR - the ICD could not be interrogated. This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt the ICD was subjected to an electrical analysis, thereby the clinical observation was confirmed. The ICD could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage clearly indicates a shock delivery into an external short circuit, consistent with the arc-over marks on the high voltage conductors found during the analysis of the corresponding ICD lead. Due to this damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. The ICD was damaged due to a shock delivery into an external short circuit. This is consistent with the arc-over marks found on the high voltage conductors of the ICD lead. The analysis of the lead as well as the ICD did not reveal any sign of a material or manufacturing problem.